Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.